Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6) 2015 at approximately 7:00 p.m., she obtained a reading of 139 mg/dl on her adc blood glucose meter and subsequently experienced a seizure. Customer further reported paramedics were called and that a family member provided her with "sugar water" while she awaited their arrival. Paramedics arrived between 8:15 p.m. And 8:45 p.m. And informed the customer her blood glucose was "low", however customer could not recall the paramedic meter reading. Customer was transported to a local hospital where her "blood sugar was constantly monitored". No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.